Event description:
It was reported that a pump alarmed for a bad sensor. It was also reported that there was no patient involvement or adverse reaction.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was rec'd and evaluated by baxter. The evaluation found upper reading on the ultrasonic sensor to be below specification with a fluid filled tube. With low ultrasonic readings it would make the pump more sensitive to air and upstream occlusion alarms. Review of upstream calibration values confirms the user failed to successfully calibrate the upstream sensor calibration which cannot be performed outside the factory. The upstream sensor was replaced.